Manufacturer narrative:
Continuation of d10: product ID 8731, serial# (B)(6) ,implanted: (B)(6) 2003, explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative (rep) regarding a patient receiving baclofen (2250 mcg/ml, unknown dose) and clonidine (400 mcg/ml, unknown dose) via implanted infusion pump. It was reported that the patient had persistent migraine headaches, increased hot flashes, increased fatigue, sleeping most of the day and increased irritability since her pump ran out of medication at the end of (B)(6) 2023. The patient also experienced increased upper and lower extremity spasticity. She also reported increased spasticity in her neck and had increased spasticity in her extremities on exam. Her pump was interrogated in clinic on (B)(6) 2023 and no medication could be aspirated from the pump despite multiple tries and ultrasound guidance. The hcp suspected the patient's pump had been empty and/or malfunctioning since the end of (B)(6) 2023. The hcp reported that the patient's pump fills on (B)(6) 2023 and (B)(6) 2023 were injecting medication into the pump pocket and not the pump itself. The patient was going to go for an intraoperative pump interrogation, dye study, replacement and possible catheter replacement surgery. The patient's pump was removed from the tissue pocket. A catheter dye study was attempted with the previously placed pump, but no spinal fluid could be aspirated from the catheter port. The previously placed pump was then disconnected from the previously placed catheter. The previously placed catheter was tied off at multiple locations in the previous pump pocket with ethibon suture. Next, 33 mls of baclofen 2250 mcg/ml and clonidine 400 mcg/ml  was transferred from the previously placed pump to a new 40 ml pump. The actual volume was not equal to what the expected residual volume was of 39 mls. It was reported the previously placed pump was sent for analysis. Under fluoroscopic guidance, a new catheter was advanced through the tuohy needle until the tip of the catheter was at the t11 level. The catheter was secured to the lumbar paraspinous fascia. The catheter was then tunneled to the right abdominal tissue pocket. Bovie electrocautery was used to create a new right abdominal tissue pocket medial to the previous pocket. Hemostasis was achieved. The new 40 ml pump was then connected to the catheter and a catheter dye study was performed. Contrast dye was noted to diffuse into the intrathecal space at t11. The new pump was then placed in the new right abdominal tissue pocket. The wounds were copiously irrigated with sterile saline and vancomycin. The next pump refill date was noted to be (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8731, serial# (B)(6), implanted: (B)(6) 2003, explanted: (B)(6) 2023, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative (rep) reported the cause had been unknown. The replacement had been uneventful and the patient recovered without sequelae. The devices were discarded.